Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient thought that one of their leads wasn't working. The patient stated that they can turn the voltage up well above 8 volts and not feel any stimulation. The rep was to meet with the patient on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient's leads were working and were just fine. The rep ran an impedance check and found that that the patient had a higher than normal impedance on electrode contact 0. The rep reprogrammed the patient avoiding the electrode with the high impedance and the patient felt stimulation immediately. The rep said "the patient left happy as could be". No additional complications were reported/anticipated.